Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and device dislocation ('migration') in an adult female patient who had essure (batch no. 922605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012. In 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back pain region"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), tooth disorder ("dental probs") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.. Imaging procedure - on (B)(6) 2012: unspecified bilateral occlusion. Lot number:922605 manufacturing date:2011/11 expiration date:2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and device dislocation ('migration') in an adult female patient who had essure (batch no. 922605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache and pap smear abnormal. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2012. In 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("lower back pain region"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), tooth disorder ("dental probs") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion.. Imaging procedure - on (B)(6) 2012: unspecified bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: reporter, patient demographics, medical history, laboratory data, concomitant drug were added. On (B)(6) 2012, she implanted essure (previously reported as 2011). Essure lot number added. Added events lower back pain region abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and tooth disorder ("dental probs") and was found to have weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, pelvic pain, bladder disorder, urinary tract disorder, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, fallopian tube perforation, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received events "pelvic pain, abdominal pain, migration, perforation fallopian tubes, bladder/urinary problems, dental problems, weight gain" were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.